Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as multiple hardware. The issue was resolved with the replacement of all electrodes, ise (ion selective electrode) tubing, reference valve and the ise mix bar. Patient information not provided by customer. (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported non-reproducible ise results were generated for three (3) patients on the laboratory¿s au480 clinical chemistry analyzer. There was no report of an injury or illness to the patient attributable to the output from the device in this event. The customer provided data for the 3 patient samples.